Manufacturer narrative:
Dexcom investigated the receiver in question. Initial testing revealed that the battery wires and main circuit board were still intact, eliminating any possibility of electrical short as a cause of the fire. Operating conditions of the battery were also examined. Improper charging can lead to battery malfunction, but the patient did not report that his receiver had been under charge during the incident. Over-discharge can also cause battery malfunction, but the fact that the battery wires were still connected to the main circuit board rules out any possibility of a dead short in the circuit. Having eliminated the possibility of an electrical issue, dexcom has concluded that the fire was a chemical fire caused by a malfunction in the battery cells. The battery is ul approved and dexcom's receiver design complies with all battery manufacturer precautions for use.

Event description:
Patient was sitting in his car, getting ready to pull out of his driveway, when he felt a warm sensation in his right jeans pocket. Patient removed his receiver, which was still in its leather carrying case, but it was too hot to hold. Patient threw the receiver out of his car and then white smoke started coming from inside the receiver. Flames subsequently began coming out of the side of the receiver. Patient was able to extinguish to flames with a beverage. Patient stated that his receiver had been charging correctly and he had experienced nothing abnormal in its operation prior to this incident.